Manufacturer narrative:
(B)(4). The patient's exact age was not reported. The age was reported as "his age was 10's)." The device was not returned; therefore, a device analysis could not be performed. If additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis after the separation between a continuous ambulatory peritoneal dialysis (capd) titanium adapter and the mini-cap transfer set. On an unreported date, a physician provided additional information. The patient was hospitalized and treated with unspecified antibiotics (treatment details were not reported). The patient recovered from the event and pd therapy was ongoing. No additional information was available at the time of this report. This is report 2 of 2 involved in this peritonitis event.